Event description:
Pt underwent a minimally invasive coronary artery bypass of a single artery. The clips were used to anastomose the bypass blood vessel to the native blood vessel. Twenty mins after surgery, two out of the eight clips used ruptured and pt died 24 hrs later due to hemorrhage. Not known if fault is of the clips or technique, or placement of clips. Pt died from complications of rupture of the vascular anastomosis with hemorrhage.